Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed. At the time of the report, the pelvic pain, back pain and abdominal pain had resolved and the abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain and pelvic pain to be related to essure. The reporter commented: patient received treatment for events: pelvic pain, back pain, abdominal pain, abdominal bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- event injury updated to pelvic pain. New events back pain, abdominal pain, abdominal bloating, the patient did not undergo confirmatory test were added. Outcome of pelvic pain updated to recovered/resolved. Patient information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A57119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". The patient's medical history included cesarean section on (B)(6) 2012 and vaginal delivery. Concomitant products included medroxyprogesterone acetate (depoprovera) from (B)(6) 2012 to (B)(6) 2013 for contraception. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain ("abdominal pain") and abdominal distension ("abdominal bloating/bloating"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain and abdominal pain had resolved and the abdominal distension, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, back pain, abdominal pain, abdominal bloating. Essure coils were then placed with 5 trailing coils coming from the right tubal ostium, and 5 trailing coils coming from the left tubal ostia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,bloating, lower abdominal pain, back pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs+mr received. New events added: abnormal bleeding (vaginal), menorrhagia. Concomitant drugs and reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.